Event description:
An integrity rx was being used to treat a lesion in the mid cx. The cx and om were very tortuous. There was significant difficulty crossing the proximal cx with the stent. Several attempts were made to remove the stent and during these attempts the stent dislodged and was free floating in the left main into the cx. Multiple attempts were made to retrieve the stent with a small and large snare but due to the tortuosity in the proximal cx they were unable to get round the stent. Angio showed that the stent had migrated further into the cx. The physician put a wire through the dislodged stent and dilated the stent with 1.25x8mm balloon at high pressure. A 2.5x18mm integrity stent was passed through the stent struts and was successfully deployed across the lesion. It was then determined that there was a significant lesion between the proximal cx stent and the mid cx stent so a 2.5 x 14mm stent was placed in the area between the two stents. Patient is reported to be doing well post procedure but will be monitored for a radiation burn after the 5-hr case. No long term complications were reported to be anticipated.

Manufacturer narrative:
It is reported that the stent lodged into the proximal area of the cx and appeared to be at a canted angle. Your reference # mw5042871

Event description:
Device was inspected prior to use with no issues noted. Pre-dilation was performed. Several attempts were made to advance the device across the lesion. As all attempts were unsuccessful it was decided to remove the device. During removal of the device, the stent dislodged. Several attempts were made to retrieve the stent. There was no indication that the stent got caught on something (ie, no resistance felt when it was removed) because the stent was located in the left main at the it appeared, that maybe a stent strut got caught on the guide catheter as it was being removed but this cannot be confirmed. Evaluation summary: initial mandrel movement was successful. The distal tip was damaged indicating that it may have been stubbed during advancement. The device returned without the stent. There were crimp impressions evident along the balloon working length.

Manufacturer narrative:
Results: stent embolism. Cx, om were very tortuous. Device or procedural images not provided for review. Device not returned for evaluation. Conclusion: stent embolism. Cx, om were very tortuous. Device not returned. No evaluation will be performed. (B)(4).